Event description:
Caller reported an alarm 2 related to a cartridge issue but confirmed there were no previous occlusion events earlier in the day. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. Caller was advised to change cartridges every 48 hours when using the reported insulin and acknowledged this guidance. No further assistance was needed, and the case was closed by cts.